Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was already kinked in the packaging. The procedure was completed with another cre pro wireguided dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 2981 captures the reportable event of balloon tip bent. Block h10: investigation result: a visual examination of the complaint device found the balloon was returned without its protective sleeve. It was also noticed that the catheter was broken in the middle and was returned in two separate sections. The lumen inside the balloon and the guidewire were kinked at the distal end, thereby confirming the reported event. It is possible that interaction with the scope or patient anatomy could have caused the distal section of the lumen inside the balloon to get kinked. The use of excessive force when the physician tries to remove the balloon could cause the detachment in the middle of the catheter and the damages encountered in the guidewire during the product analysis. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block h6: problem code 2981 captures the reportable event of balloon tip bent. Block h10: investigation result: a visual examination of the complaint device found the balloon was returned without its protective sleeve. No damages were noted in the tip of the device, thereby the reported event of tip bent was not confirmed. It was also noticed that the catheter was broken in the middle and was returned in two separate sections. The lumen inside the balloon and the guidewire were kinked. It is possible that interaction with the scope or patient anatomy, which could have caused the distal section of the lumen inside the balloon to get kinked. The use of excessive force when the physician tries to remove the balloon could cause the detachment in the middle of the catheter and the damages encountered in the guidewire during the product analysis. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was already kinked in the packaging. The procedure was completed with another cre pro wireguided dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was already kinked in the packaging. The procedure was completed with another cre pro wireguided dilation balloon. There were no patient complications reported as a result of this event.